Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, loosening of screw at l3 and l4 of left side was found by x-ray.there had been no symptom at all in the patient but re-operation is planned on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.